Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument.

Event description:
It was reported that during a procedure, there was no function. Display shows handpiece error. There was no pt consequence.